Event description:
It was reported that the autopulse resuscitation system displayed a user advisory message of ua45 (not at "home" position after power-on/restart). There was no report of a pt injury.

Manufacturer narrative:
Zoll medical corp has not received the product for evaluation and this complaint is still under investigation. If product is returned to the manufacturer, a supplemental report will be filed.